Manufacturer narrative:
(Method, results, conclusion): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reported during an examination neither the fluoroscopy nor radiography was functioning on this x-ray system. There were no associated error messages.